Event description:
The lead was implanted on (B)(6) 2011. Called to report that this lead has non-capture in all lv configuration. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)